Manufacturer narrative:
The device and two sets of cables and adaptors were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing and stress testing using test accessories and the returned accessories without duplicating a malfunction. There was no evidence of signal loss and the device displayed CPR feedback appropriately. The continuity and resistances were checked for the multifunction cable and CPR adaptors and were found to be within specification. The event electrode pads were not returned as part of the investigation. Review of the device log shows no evidence of detected impedance on the reported event date (B)(6)2020. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.